Event description:
Complainant reported the rotator broke during a left ventriculogram procedure. Pressure limit: 900 psi. Flow rate: 10ml/sec. Volume: 30ml.

Manufacturer narrative:
Device eval - other. Device eval not completed. Conclusions: a f/u report will be submitted when the device eval has been completed.